Manufacturer narrative:
Continuation of d11: product ID: 8780, lot#/serial#: (B)(6), implanted: (B)(6) 2019, product type: catheter. H3: analysis identified twisting in the catheter. Analysis identified a kink in the catheter body. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 19-aug-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional (hcp) via a company representative regarding a patient receiving morphine (25 mg/ml at 1.205 mg/day) via an implanted pump. It was reported that the patient was doing great with the pump and then started to have increasing pain. She was in the clinic on (B)(6) 2020 for a routine refill and the pump reservoir was nearly full. The patient was taken to surgery on (B)(6)2020. A dye study was attempted before making any incision to try to find the issue, but the hcp could not aspirate. After opening the pump pocket, the catheter was found to be extremely kinked and coiled and twisted right near the pump. The patient was not getting any drug. The hcp cut that section out (24 cm) and reconnected the existing catheter using a clear connector piece from a catheter revision kit. Per the doctor, there was no sign at all of the pump flipping and there was no known reason why it could have happened. The patient did not report any external factors or events that could have caused it to happen. After the revision, the catheter was flowing very well. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.